Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer failed. The field service engineer (fse) had found that the auxiliary tower was not communicating with the station, and it was not detected on the bus and cut with black discoloration on the pixie bus cable, indicating a potential thermal event. The fse had shut down the station, replaced the cable, and powered it back on, confirming that the drawers were properly detected with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.